Manufacturer narrative:
The investigation of the manufacturer is ongoing.

Event description:
The user reported a failure of all pressures with a pre-primed set (service life circulating <24 hours). Only dashes in display. Set had no patient contact. No danger. Pressure plug changed. Set switched to another cardiohelp. All without success. No pressure display in any setting. No harm was reported. (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The reported event occurred in (B)(6). The following complaint information was provided to maquet cardiopulmonary: "the user reports a failure of all pressures with a pre-primed set (service life circulating <24 hours). Only dashes in display. Set had no patient contact. No danger. Pressure plug changed in the phone call. Set switched to another cardiohelp. All without success. No pressure display in any setting. Set is kept for further investigation. The affected product was investigated at the laboratory of the manufacturer. When examining the complaint sample, no obvious damage was found during the visual inspections. During the visual inspection of the sensor and electronic components, traces of corrosion were found in the sensor area of the blood outlet connector. During a functional test, the venous pressure (pven) and the internal pressure (pint) were measured. The delta p was not calculated as the arterial pressure (part) measurement failed. Furthermore the arterial temperature (tart) was not measured. The subsequent sensor and function test revealed that both the arterial pressure and temperature sensors had failed. The traces of corrosion indicate electrochemical corrosion of the electronic components. This type of corrosion occurs when an electrolyte such as saline or general priming fluid is involved. If an electrical voltage is applied, the corrosion process is accelerated. The corrosion and the resulting damage and deposits can affect the electronics and lead to the total failure of electronic components. Thus the reported failure "failure of all pressures" can be confirmed for the arterial pressure and the arterial temperature. A malfunction of the venous pressure and the internal pressure was not reproducible during testing. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending